Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the needle hub was stuck inside the serter. Blood glucose level was 533 mg/dl at the time of the call. Customer was unable to get the serter to penetrate the skin during troubleshooting. No further information was provided.

Manufacturer narrative:
Analysis not required due to the complaint related to the enlite serter.